Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving these eopa arterial cannulae, the customer attempted to use the first cannula, however, there was an alleged product issue where the white introducer kept pushing back during cannulation. As a result, the first cannula was replaced. The second cannula, allowed cannulation, however as the introducer was withdrawn, blood started to leak out as if the introducer had not formed a seal. The cannulae were not cooled or heated and there was no visible damage to the cannulae or packaging. There was minimal blood loss of approximately 20mls and no fluid or blood transfusion was required. The second cannula was used to complete the procedure. No patient complications have been reported as a result of this event.